Event description:
It was reported that the user experienced hyperglycemia when the pump became disconnected without their awareness, noting that the plastic connector was not attached to the infusion site; the user reported glucose readings above 300 and negative ketones and denied diabetic ketoacidosis. Symptoms included insufficient information to further characterize clinical manifestations. Outcomes included insufficient information to determine specific impact beyond elevated glucose. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.